Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.